Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw disassembled during surgery after removal. An alternative screw was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. Additionally, the tulip head has thread damage. The thread damage can likely be attributed to either misalignment of the closure top and tulip head or over-torquing of the closure top during final tightening but this cannot be conclusively determined. A review of the labeling found instructions regarding proper device installation.

Event description:
It was reported that a pedicle screw disassembled during surgery after removal. An alternative screw was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: (B)(4). A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a pedicle screw disassembled during surgery after removal. An alternative screw was used to complete the procedure without reported patient impacts.